Event description:
It was reported that the right ventricular lead was oversensing in unipolar. Isometrics also generated oversensing from myopotentials in unipolar. Noise was noted on the electrogram when programmed to bipolar. The lead was programmed to unipolar sensing and bipolar pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was oversensing in unipolar. Isometrics also generated oversensing from myopotentials in unipolar. Noise was noted on the electrogram when programmed to bipolar. The lead was programmed to unipolar sensing and bipolar pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the connector pin was bent, and there was blood in/on the helix mechanism. Performance data collected from the device was analyzed. Oversensing was noted as the data shows five ventricular high rate episodes with min interval <= 195.3 ms between (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as the data shows five ventricular high rate episodes with min interval <= 195.3 ms between (B)(4) 2012.